Event description:
The event is reported as: during intubation, the et tube clogged. Complaint states the tube was being used on a patient being treated with an intracerebral hemorrhage. Complaint states patient is currently brain dead. A detailed description of event and circumstances is lacking from provider. Additional information has been requested, but not received at time of this report.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.